Event description:
New dexcom g7 sensor failed when first put in. Both tandem t-slim insulin pump and dexcom g7 app stating I cannot use a sensor twice, but I have not used this one before. Ref #: stp-at-012, lot #: 1725067001, sensor #: (B)(6). Pregnancy.